Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Additional info has been requested.

Event description:
Product development reported that in a recent surgeon interview, the surgeon mentioned that a matrix rod came loose from matrix screws in a pt, just a week or two post-op.